Event description:
On march 20, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. The case was escalated where based on review, support found that the system experienced a period of optical instability. Customer care recommended that the user re-link their sensor to re-initialize the system and support stabilization. Per data management system review, the system remained in active use with up-to-date information post re-link.